Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) the physician observed the position of the iab and felt that it was too long and could potentially block the subclavian artery. The physician opted to remove the catheter and discontinue therapy. The date of the event is unknown. There was no reported injury to the patient.